Event description:
Onyx liquid embolic material was used to embolize the aneurysmal sac and fill the feeding vessels. Upon exit, the microcatheter became stuck in the solidified onyx. Question user error vs product malfunction. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: endostent leak/aortic aneurysm.